Event description:
Reportedly, the device was not grasping tissue and the needle would fall out. It could not be reported if the needle was retrieved. Used another. No injury or ill-effects reported. Procedure type: lap. Nissen.

Manufacturer narrative:
07/11/2006 initial report sent to the FDA.